Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from the same lot. All available information was investigated and a definitive cause for the reported knot in the gripper line could not be determined. The definitive cause for the reported patient effect of stroke could not be confirmed. The reported patient effect of stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the knot in the gripper line and the stroke post procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. A mitraclip ntr clip delivery system (cds) was advanced without any reported issues. The gripper lever cap was opened to deploy the clip and it was noted that the gripper line and o-ring were knotted and tangled. The physician had a difficult time unraveling gripper line and o-ring to ensure gripper line removability; however, they were carefully unraveled and the clip was successfully deployed in the a2-p2 without further issue. A second cds was then advanced and the clip was deployed lateral to the first clip in the a2-p2 to complete the procedure with the mr reduced to 2. Six hours post procedure, the patient experienced dysphasia. An MRI was performed which confirmed that the patient experienced a cerebrovascular accident (stroke). The physician cannot be sure if the stroke was related to the procedure or to the patients atrial fibrillation. The patient is reportably doing better, speech has returned and is making progress; however, remains an inpatient. No additional information was provided.